Manufacturer narrative:
Concomitant product: c4tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented in the ER with syncope, dizziness and symptomatic bradycardia. It was also reported that the patient experienced heart block due to the rv lead. It was further reported that the right ventricular (rv) lead had no capture, high impedance, oversensing, noise and had fractured. It was also reported that the ventricular oversensing was causing inhibition of pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.